Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: upon further investigation, it was reported that the cause of the patient¿s death was listed on the death certificate as cardiac arrhythmia secondary to coronary artery disease. The patient was not hospitalized prior to death. An autopsy was not performed. Peritoneal dialysis therapy remained ongoing until the time of death. The patient was not connected to the cycler at the time of death. As a result of the additional information received, the homechoice device is no longer considered suspect product in this event of patient death. No additional information is available.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized prior to or at the time of death. It was not reported if dianeal therapy was ongoing up until the time of death and it was not reported if the patient was using a baxter healthcare device and/or baxter healthcare solutions at the time of death. The cause of death was reported to be cardiac failure and it was unknown if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.